Manufacturer narrative:
Concomitant medical products: ddbb1d1, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing, resulting in possible premature termination of event detection and withholding of therapies. The lead remains in use. No patient complications have been reported as a result of this event.